Event description:
It was reported by the affiliate that during a lap sigma resection, the device started emitting an intense sound and signaled an alarm. The shears neither cut nor coagulated. The user tried to assemble and disassemble. The surgeon completed the procedure with another device. No patient consequence. One device will be returned.